Event description:
It was reported that the patient experienced steel rod fractured on both right and left sides with a dura ii penile prosthesis (dpp) for transgender prosthesis. The dpp was explanted and a spectra penile prosthesis (spp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.